Event description:
It was reported that the patient¿s implantable neurostimulator (ins) had been depleted for the past few months prior to report. It was noted that the patient had connected with a doctor regarding replacement. It was noted that the patient had an appointment with the doctor on the day after report. Additional information received reported that the manufacturing representative would meet the patient at his appointment on the day following report.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).